Manufacturer narrative:
(B)(4). This is 1 of 3 allegations of inaccuracies. The patient reported 3 instances in which each event has similar details but occurred on different event dates. Related complaint records (B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. This is 1 of 3 allegations of inaccuracies. The patient reported 3 instances in which each event has similar details but occurred on different event dates. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No serious or prolonged patient harm or medical intervention was reported.